Manufacturer narrative:
Due to limited information, this event is being reported in a conservative manner. Device discarded by hospital.

Event description:
On may 23, 2017, the manufacturer was notified of the following through patient tracking: on (B)(6)2017, a perceval suturless valve size l and size xl were implanted in the same patient. A company representative has followed up with the physician and received clarification that the pvs size l (s # (B)(4)) was discarded and the pvs size xl is currently implanted. No formal incident report has been completed by the surgeon at the hospital and the surgeon is not providing any more information on this event. As the device has been discarded it is not available to the manufacturer for evaluation.

Manufacturer narrative:
The partial manufacturing and material records for the perceval heart valve, model #icv1210, s/n # (B)(4) were pulled and reviewed by quality control at livanova (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1210) perceval heart valve at the time of manufacture and release. Based on the information provided, it is likely that the cause of the explant was due to mis-sizing the perceval.